Event description:
It was reported that the patient developed an infection at the pump site after implant. The pump was explanted; the catheter was left implanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.